Manufacturer narrative:
Concomitant medical devices: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient reported being hospitalized for spinal meningitis. She was experiencing neck pain. It was noted that she took her programmer with to the hospital as she knew she'd need a CT scan as she had spinal meningitis 12 years ago. She could not move her neck, she had a high fever, and she did not remember much as she was in dire pain, delirious, and was walking like she was drunk. She had to be quarantined and everyone had to wear a mask and gown up. She did not know if her healthcare provider (hcp) thought that the meningitis was related to the device/therapy, but she would be seeing the hcp on (B)(6) 2015. They were trying to rule out meningitis and (B)(6). A CT scan was stated to have been possibly related. She had gone to the hospital on (B)(6) 2015 and was hospitalized for 8 days following that. Relevant medical history included spinal pain. Follow-up was performed to determine if the meningitis or (B)(6) had been confirmed, what actions were taken to resolve the issue, and if the symptoms were resolved. This event will be updated if additional information is received.